Event description:
The customer reported to beckman coulter (bec) that an unknown amount of fluid that appeared to be diluent leaked from the coulter lh 750 hematology analyzer on the right hand side of the unit, which was contained within the instrument. The customer observed the leak when they attempted to start running patient samples after receiving a backwash tank not full errors. The customer indicated that they had run quality control (qc), with no issues and there were no errors. The customer was wearing personal protective equipment (ppe) at the time of this event. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated in connection with this incident. No death or injury is attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse observed diluent leaking out of the right side of the instrument. The fse replaced tubing from the backwash tank (vc23), resolving the backwash tank not full errors and tubing that had popped off of the differential pump (pm1 or pm4), resolving the leak issue. The fse stated that both tubings were dried out, cracked (worn) and leaking. Failure mode was attributed to the backwash tank (vc23) tubing and the differential pump tubing; however, the instrument generated backwash tank not full errors alerting customer to an instrument issue. (B)(4).